Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with an intermittent button response. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 04:19:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 13:50:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:21:00.000 (B)(6) 2023 14:31:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:31:11.000 (B)(6) 2023 08:09:38.000, (B)(6) 2023 08:10:00.000, (B)(6) 2023 08:10:12.000 (B)(6) 2023 08:10:14.000, (B)(6) 2023 08:10:23.000, (B)(6) 2023 08:10:41.000 (B)(6) 2023 08:18:02.000, (B)(6) 2023 08:18:12.000, (B)(6) 2023 08:18:23.000 (B)(6) 2023 08:28:31.000, (B)(6) 2023 18:39:02.000, (B)(6) 2023 18:49:00.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:09:59.000, (B)(6) 2023 08:10:11.000, (B)(6) 2023 08:10:13.000 (B)(6) 2023 08:10:23.000, (B)(6) 2023 08:10:24.000, (B)(6) 2023 08:17:58.000 (B)(6) 2023 08:18:11.000, (B)(6) 2023 08:18:13.000, (B)(6) 2023 08:28:20.000 earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 10:31:58 pm. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert and replace battery alert/replace battery now alarm. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. No unexpected low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 30-aug-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 02:29:00.000 (B)(6) 2023 10:47:00.000 (B)(6) 2023 20:58:00.000 sensorexpiredalert (794) was recorded and found in the formatted history file on: (B)(6) 2023 10:08:37.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 11:03:00.000 (B)(6) 2023 21:14:00.000 sensorsignalnotfound (796) was recorded and found in the formatted history file on: (B)(6) 2023 21:46:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted during testing. The keypad overlay was removed to perform visual inspection and found a slightly corroded keypad traces. The pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1 connector. Corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Slight corrosion was also found on the battery tube assembly noted. An intermittent button response/keypad anomaly was confirmed due to corroded keypad traces and corrosion on the j1/pcba 1 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover and a scratched case. Cosmetic damage was confirmed at the back of the battery compartment. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Blank display was not confirmed. Pump/transmitter communication anomaly was not confirmed. An intermittent button response/keypad anomaly was confirmed due to corroded keypad traces and corrosion on the j1/pcba 1 connector. During visual inspection, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump was no longer working properly and it was flashing red earlier with a no-sensor signal alert on the pump screen. Troubleshooting was performed and found that there was a crack at the back of the battery compartment and the corner of the clip railing. There was a loss of communication between the insulin pump and transmitter and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.